Event description:
A patient reported blood glucose results of 121 mg/dl with a lifescan meter and 81 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on the information provided, there is evidence of meter malfunction, however there is no evidence that the patient suffered a serious injury. New meter and test strips are being sent to the patient. No further information has been reported.